Event description:
Per the audiologist, the patient has had recurrent issues with skin breakdown over the receiver stimulator believed to be due to tight fitting hats. Explantation is planned, but had not been scheduled at the time of this report, 2009.